Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Additional narrative: it was reported that due to mesh erosion, dyspareunia, infections and bleeding the patient underwent mesh revision on (B)(4) 2006. On (B)(4) 2011 the mesh was removed. Additional patient (B)(4) dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterine prolapse, cystocele and rectocele. Following insertion, the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding and dyspareunia. It was also reported the patient has chronic depression related to the chronic vaginal pain and urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all (B)(4) release criteria.